Event description:
Information was received that the patient's palpitations were noted to be "possibly related" to vns stimulation, and "unlikely related" to the vns implant or procedure. Vns treatment was modified as a result and the patient has recovered. No additional relevant information has been received to date.

Event description:
It was reported for a clinical trial patient that the patient is experiencing "palpitations" of mild severity, and intervention was taken. No additional relevant information has been received to date.